Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" alarm. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿cassette not attached alarm¿ was confirmed through performance verification testing (pvt). The cause was a defective latch lock flex cable. Replaced the latch lock sensor cable. The device passed all functional and delivery tests after the repairs were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.